Manufacturer narrative:
Complaint is not confirmed. The complaint allegation failure couldn¿t be reproduced. One unpackaged ar-6485, serial number nx1450i19, was returned for evaluation. The returned device was visually inspected, and signs of wear and tear were noted on the housing top panel. This condition indicates normal wear. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 70 minutes with no issues. No changes in the pressure were noted, and the pump did not stop by itself during the time the machine was tested. The device's outflow system was tested. No issues were noted after pressing the lavage buttons. The machine is working as intended. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with device pressure. No problem found.

Event description:
On 03/26/2024, it was reported by a sales representative via sems-06525182 that an ar-6485 synergy cw4 arthroscopy pump stopped working. This occurred during a case with no effect on the patient.